Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (patient 1 = 0.279 ng/ml, patient 2 = 0.042 ng/ml; patient 3 = 3.33 ng/ml) from multiple patient samples run on the vitros eciq immunodiagnostic system. The patient samples in question were repeated per the customer's protocol to test all trop I es in duplicates. The expected results (patient 1 = < 0.012 ng/ml, patient 2 = < 0.012 ng/ml, patient 3 = < 0.012 ng/ml) were confirmed upon repeat analysis. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros trop I es results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples run on the vitros eciq immunodiagnostic system. After the higher than expected results were obtained for patients 1 and 2, service actions were performed. However, there was no evidence in the pre-service vitros trop I es precision testing to indicate an instrument malfunction affected the results obtained for patient samples 1 and 2. Additionally, patient samples 1, 2 and 3 were not processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. For patient sample 1 and 2, a definitive root cause could not be determined. There is no indication that an analyzer and/or reagent issue contributed to the event for patient samples 1 and 2. However, pre-analytical sample processing cannot be ruled out as a potential contributing factor. For patient sample 3, the root cause is unknown at this time. However, pre-analytical sample processing cannot be ruled out as a potential contributing factor. The investigation is ongoing involving the higher than expected result for patient sample 3.